Event description:
It was reported that the atrial lead exhibited low impedance and a sensing anomaly. The patient was scheduled for follow up. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.